Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty deflating the balloon and a dissection was encountered. The lesion being treated was in the circumflex (cx). The physician successfully deployed a taxus express2 8.8% 3.5 mm x 20 mm stent in the cx. However, the balloon would not deflate. The physician first dialed up, then back down with no success. The physician then attempted to pull the inflated balloon out of the stent, however, again was unsuccessful. In addition, the physician was unable to burst the balloon with a guide wire. Finally, the physician increased the pressure in the delivery balloon unitl the balloon burst, which was at 25 atms. However, the bursting of the balloon caused a dissection distal to the stent that was placed. The physician had to use 3 stents (unk type and size) to tack up the dissection. No further intervention was noted. The procedure was successfully completed. Pt status is reported as "satisfactory/good."